Event description:
A report was received that the patient's stimulation would turn on and shuts off on its own. The patient underwent a pocket revision wherein the ipg was replaced with a new one and moved the pocket site. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint that the patient loses stimulation was confirmed. It was determined that the slave application-specific integrated circuit (asic) was inadvertently resetting during the partial asic reset check. The root cause of the asic failure was unknown.

Event description:
A report was received that the patient's stimulation would turn on and shuts off on its own. The patient underwent a pocket revision wherein the ipg was replaced with a new one and moved the pocket site. The patient was doing well post-operatively.